Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument and performed a device evaluation. Failure analysis replicated and confirmed the reported complaint. A visual inspection found the instrument¿s yaw pulley exhibited thermal damage at the distal end. The distal clevis was removed and found the thermal damage measuring at approximately .194" x .208". No material was found missing. Further evaluation, found the thermal damage was likely due to a secondary energized instrument touching the distal clevis of the permanent cautery hook instrument. It was noted the conductor wire was still intact and welded at the base of the hook. A log review was conducted and was confirmed that the permanent cautery hook (pch) (420183-12) n10170811-240 was last used on (B)(6) 2018 on a prostatectomy procedure with system sh0465. No image or video clip for the reported event was submitted for review. As of 04/07/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported because thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information were either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's 3rd usage and, therefore, had not expired. Implant date is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a permanent cautery hook (pch) instrument had arced and was noted by the surgeon and staff. It was noted the generator used for this case was a force fx and the cut was set to 50 pure, and coagulation was set to 70 fulgurate. The settings were set per surgeons¿ request. The procedure was completed with a backup instrument and there was no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: according to the robotics coordinator, they were not present for the procedure. The robotic coordinator indicated the incident was reported by the site¿s circulating nurse, scrub technician, and the surgeon. The circulating nurse and surgical technician told the robotics coordinator that the surgeon was using the permanent cautery hook (pch) instrument for the dissection of the pelvic lymph nodes when arcing from the pch instrument towards the iliac artery was observed. The instrument was used at the beginning of the case, and at that time, no issue was observed. During the procedure, the pch instrument was removed from the patient. It was cleaned with a saline moistened sponge and re-installed for use. After a few moments, the surgeon noted arcing from the instrument. The instrument was then removed from the patient, and a replacement pch instrument was installed to complete the case with no additional issues. It was reported to the robotics coordinator that a fenestrated bipolar instrument was used at the same time as the pch instrument. No contact with any other instrument was observed during the surgical procedure. An inspection before the use of the instrument found no visible damage. It was stated that the site¿s instruments were visually inspected during sterile processing and the cannula was inspected with pin gage tool. The robotics coordinator indicated that per the surgeon, there was no visible damage to the patient¿s vessel. There has been no report of the patient experiencing any post-operative complications as a result of the arcing event. Per isi's further follow up, on 04/08/2020 the robotic coordinator indicated that the site was unable to provide any additional information including the patient information. The patient's charts were not available to the robotic coordinator who could not recall any other specifics. On (B)(6) 2018, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: surgeon noticed arcing while using da vinci permanent cautery hook instrument, lot# n10170811-240 ver 12. Instrument was removed and replaced with a new hook. Surgeon was able to finish with no additional problems. He did not notice any injury to the patient because of arching.